Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 1000 mg/dl and a correction bolus was delivered to address bg. Customer was admitted to the hospital and an insulin drip was administered. Customer alleged that the pump boluses were not being delivered; no issues were observed with the cartridge or infusion set. Upon follow up, customer was discharged on (b)(64) 2018. Elevated bg resolved. Reportedly, discussed the event with tandem field personnel. Customer resumed pump therapy with no further issues.